Event description:
It was reported to boston scientific corp in 2008, that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while backloading the reported product over the wire, it was noted that the plastic sheath of the wire was torn and wrinkled, which prevented passage of the stent. Reportedly, the stent delivery system and the guidewire were removed with no problems. A second rx biliary stent device was used to complete the procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The lot number is unk, therefore, the MFR date cannot be determined. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been rec'd. The device evaluation has not been performed; the cause of the reported malfunction is undermined.